Event description:
It was reported that the pump has a loss of date and time. Found during testing. No patient harm.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a scratched lens, torn dso seal and missing door. A review of the event history log found a medium alarm silenced: pump settings and patient data lost. The cause of the customer reported issue was found to be a weak pwa board. The pwa board was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.